Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable and lemo connector were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the monitors intermittently go blank and no image was displayed during fluoroscopy. There is no report of pt injury.